Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code after pump got wet. Customer¿s blood glucose (bg) level was 384 mg/dl. The customer reverted to an alternate method of insulin therapy.